Event description:
It was reported that patient enrolled in a clinical study underwent total elbow arthroplasty on (B)(6) 2003. A revision procedure was performed on (B)(6) 2004 to remove and replace all components due to infection. Two subsequent revision procedures took place on (B)(6) 2011 and (B)(6) 2012 where irrigation and debridement was performed and the ulna bearings and condyle kits were removed and replaced. The following intervention has also taken place due to patient issues with recurrent infection: (B)(6) 2012 - intervention in the office to drain site. No components were removed. (B)(6) 2012 - drainage of left elbow at hospital. No components were removed. (B)(6) 2012 - intervention in the office for complex laceration and wound closure along with an aspiration. No components were removed. (B)(6) 2013 - in hospital sequestrectomy and biopsy. No components were removed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection, and allergic reaction." This report is number 2 of 9 mdrs filed for the same patient (reference 1825034-2013-01195 / 01203).